Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold and one opening extended on the anterior. A microscopic analysis was performed which identified: one striated opening on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is: - one striated opening assessed as surgical damage consist in the use of some surgical tool. - a nick striated due to surgical tool scratch like. Additional, changed, and/or corrected data: b.5., d.3., d.4., d.7., d.10., g.1., h.3., h.4., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "palpable lymph nodes," and rupture. Device remains implanted.